Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off by theft detectors and they were able to turn them back on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3387-40, lot# j0225510v, implanted: (B)(6) 2002. Product type: lead: product ID 3387-40, lot# j0225510v, implanted: (B)(6) 2002. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008. Product type: implantable neurostimulator. (B)(4).